Event description:
It was reported to boston scientific corporation on (B)(6) 2012 that a cre balloon dilatation catheter was to be used during an endoscopic retrograde cholangiopancreatography (ercp) procedure on (B)(6) 2012. According to the complainant, during preparation, the device was inflated and the black exit marker was noted to be loose and a leak was noted from under the black exit marker. The device was not used in the patient and another cre balloon was used to complete the procedure. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
(B)(4). Although the suspect device has been received, the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation on (B)(6) 2012 that a cre balloon dilatation catheter was to be used during an endoscopic retrograde cholangiopancreatography (ercp) procedure on (B)(6) 2012. According to the complainant, during preparation, the device was inflated and the black exit marker was noted to be loose and a leak was noted from under the black exit marker. The device was not used in the patient and another cre balloon was used to complete the procedure. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
Investigation results: visual evaluation of the device revealed that the exit marker was loose on the catheter. Functional testing was performed and the device was attempted to be inflated. A leak was noted at the distal end of the exit marker. The pressure in the balloon could not be maintained due to the leak. The loose exit marker was pushed back and the catheter was found to be cut by a sharp instrument. No other damage was noted to the balloon or catheter portion of the device. The complaint that the exit marker was loose and that the catheter leaked was confirmed. The damage was likely due to contact with a sharp object such as a blade used to open the package during preparation for the procedure. Therefore, the most probable root cause for this event is handling damage. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly and performance specifications. A search of the complaint database revealed that no similar complaints exist for the specified lot.